Event description:
The customer reported a false result with the binaxnow strep pneumoniae antigen card with an unknown date with an unknown sample type. Although requested, it is unable to be confirmed if the results were positive or negative. No additional test information, including confirmatory testing was provided. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided g4: this report is being filed on an international product, list number 710-012 that has a similar product distributed in the us, list number 710-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided g4: this report is being filed on an international product, list number 710-012 that has a similar product distributed in the us, list number 710-000. The results of the investigation are still pending. A supplemental report will be submitted upon completion or upon receipt of additional information.

Event description:
The customer reported a false result with the binaxnow strep pneumoniae antigen card with an unknown date with an unknown sample type. Although requested, it is unable to be confirmed if the results were positive or negative. No additional test information, including confirmatory testing was provided. No additional patient information, including treatment and outcome, was provided.